Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The pump was returned to the central processing dept with an unsigned note that stated, "broken, ac cord". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinica use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2012. The power cord was received on (B)(4) 2012. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.